Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
As reported by rep: "hip total arthroplasty revision - right. Right hip revision¿with abductor repair. Pre op diagnosis: right hip degenerative joint disease". A unitrax head and +0 sleeve were revised. Rep confirmed the size 6 accolade ii stem was not revised, and reported that no further information will be released by the hospital or surgeon. (B)(6) 2019: as per phone call with the sales rep, the patient was converted to a total hip to add acetabular components due to progression of the patient's degenerative joint disease. There was no issues noted with the explanted devices during the revision surgery. It is unknown as to why the patient's abductor needed repair.